Event description:
The pt reported that the pump did not deliver insulin accurately during a self-initiated experiment. He stated that he observed different amounts of visible insulin drip out of the end of the infusion set tubing when he delivered multiple 3-unit air boluses. The pt denied issues with performing rewind, load, and prime phases of the pump set-up. He did not report instances of inaccurate insulin delivery or blood glucose excursions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.